Event description:
It was reported that cartridge alarm 20 occurred and initially prevented use of pump during cartridge loading, but pump eventually accepted cartridge and cleared error while caller was on the line with support. There was no adverse impact to the customer's blood glucose level. Customer was able to successfully load cartridge, resume insulin therapy, and issue was considered resolved, with no prior similar alarms reported for this pump.